Event description:
Rn was doing a nasopharyngeal swab for flu/respiratory virus panel that md had ordered. Upon removing the nasopharyngeal swab from the nose, the nurse saw that the swab had broken off with approximately two inches missing off the end. Md was notified and attempted to remove without success. The plan was then to consult ent team however, patient's condition continued to deteriorate and family decided to remove patient from life support. The patient died the following day.